Event description:
Husband of pt called and stated that wife had coronary artery bypass procedure in 1994. Spouse reports that chest incision was closed with 7-0 suture. Spouse reported that the pt developed an infection indentified as gram positive cocci and returned to the ER for wound debridement. Pt was placed on vancomycin, clindamycin and ceftazidine. Customer stated the wound remained open for 1 year for secondary healing.